Event description:
The complainant in japan had an aic replaced for a syscal error. There was no noted harm or injury from the aic (automated impella controller).

Manufacturer narrative:
The investigation for the reported aic - system self-check error has been completed. The root cause of the boot up issue, system self-check failure was due to a defective impellatronic board. Clinical review: imc logs are consistent with the complaint. Logs from the date of the complaint (may. 23rd 2023) revealed distinct communication issues with the electronic pressure measurement (epm) circuitry via serial port sau_ser6. 23/05/23 18:05:27 sau_ser6 cmd seq.101 timeout. Reply err and sem_post. Device analysis: upon start-up in abj lab, the console would issue system self check failed consistently. Firmware check was performed, thus was able to confirm the eep communication issue with ¿n.a¿ in sau_sens_eep_1 hw revision and version. After swapping with a known-good impellatronic board, the console functioned as expected. The root cause of the boot up issue, system self-check failure was due to defective impellatronic board. Before this console was returned to the customer, fs was instructed to, replaced the impellatronic pca (0042-1115), perform section 13-16 per preventive maintenance (0042-7309), perform a full functional check on the console and optical system (0042-7316). No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.